Event description:
It was reported that during an unknown procedure, the titanium tip broke. The broke piece was retrieved by forceps. Another like device was used to complete the procedure.

Manufacturer narrative:
(B)(4). When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent.